Event description:
It was reported that after incision of the airway, it was found that the tracheostomy cannula balloon was leaking after packing the tracheotomy cannula. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. During the manufacturing process the devices are 100 percent inflation tested, which includes inflating each device cuff and leaving for a twelve-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. Each cuff shall be also tested by customer prior use as per instruction for use "the integrity of the cuff and inflation system should be checked prior to insertion." It is the most probable that the reported failure occurred during use due to contact with sharp edge which is in conflict with instruction for use. Unfortunately, without the sample we are unable to determine the true root cause of this issue. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.